Event description:
It was reported that the gastrointestinal videoscope experienced a blurry screen during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was found inside air water cylinder and channels. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was blurry due to fluid invasion in the lens. Olympus will continue to monitor field performance for this device.